Event description:
Reportedly, during an implantation procedure in a patient with a shoulder prosthesis and a calcified aorta, an unusual sharp bend was encountered in the vein. This required the use of a rigid stylet to advance through the vessel. During this maneuver, all the applied force was transmitted just beyond the point of venous deformation. Once the lead was fixed, the physician attempted to remove the stylet. However, the distal portion of the stylet remained stuck at the is1 connector-pin level, making it impossible to remove it from the lead. The physician therefore decided to not implant this lead and to implant a new one.

Manufacturer narrative:
Summary of the investigation: the review of manufacturing records revealed that the subject lead was produced and released following all applicable processes. Upon reception, the returned lead showed mechanical damage caused by handling during the implantation attempt, including detachment of the outer insulation and deformation of the outer coil. X-ray analysis revealed deformation of both the outer and inner coils. This deformation likely explains the difficulty encountered when removing the stylet. The straight stylet could not be removed during initial attempts, either under dry conditions or after two days of soaking. Using a force gauge, it was eventually removed at 84 newtons, due to inner coil deformation, which blocked and stuck the stylet. Based on the available data, investigation results, and existing quality controls, a lead with such damage could not be released and would not pass inspection, so no lead issue is suspected. The observed damage is consistent with mechanical forces applied during implantation due to the anatomy of the patient. This case is retained for trending purposes. For more details, please refer yo the enclosed report analysis.

Event description:
Reportedly, during an implantation procedure in a patient with a shoulder prosthesis and a calcified aorta, an unusual sharp bend was encountered in the vein. This required the use of a rigid stylet to advance through the vessel. During this maneuver, all the applied force was transmitted just beyond the point of venous deformation. Once the lead was fixed into the cavity, the physician attempted to remove the stylet. However, the distal portion of the stylet remained stuck at the is1 connector-pin level, making it impossible to remove it from the lead. The physician therefore decided to explant the lead and implant a new one.